Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10k16010, h10k01079 and h10j30039 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. The consumer reported that the patient had the same catheter for 9 years. The patient had not recovered. Treatment and action taken with suspect product were not reported. An opinion of causality was not reported.